Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the patient's permanent implant procedure on (B)(6) 2017, the patient had severe abdominal pain. On (B)(6) 2017, the patient was unable to move her right leg. As such, the patient underwent surgical intervention on (B)(6) 2017, wherein the scs system was explanted. .